Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or bad battery alarms noted during testing. All the buttons functioned properly and no frozen display or unexpected black circle on display noted during testing. The insulin pump had missing end cap sticker and cracked battery tube threads.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's spouse also reported that they experienced low blood glucose. The customer's spouse reported that the insulin pump was not working and not delivering insulin. The customer's blood glucose was 558 mg/dl at the time of incident. The customer's blood glucose was 227 mg/dl at the time of call. The customer's spouse stated that the blood glucose dropped to 40 mg/dl. The customer's spouse stated that they were given insulin through IV to treat the blood glucose. The customer's spouse stated that they were vomiting and had a headache. The customer's spouse stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer's spouse stated that they received a failed battery test alarm after changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.